Manufacturer narrative:
Results: bd received representative samples from the customer facility for investigation. The actual device was not sent. The samples were evaluated and the customer's indicated failure mode for loose safety shield with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle has a safety cap that is too loose. No serious injury, no medical interventions.

Manufacturer narrative:
Date received by manufacturer was listed on the initial MDR as 11/16/2017. The date the complaint was actually received by manufacturer was 11/16/2016.